Event description:
The crew attended the scene of a ferry captain who collapsed during journey. It was reported that the device would not power on. The patient was not resuscitated. A clinical review of the reported event determined that insufficient information, e.g. Patient down time, or patient's rhythm, was provided to physio-control to determine if the use of the device impacted the patient's outcome.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the main pcb would not complete a power cycle. After replacing the main pcb assembly, the device will be returned to the customer for use.